Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 4.00x38mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage with a strut in the proximal second row lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 36mmx4.0mm target lesion was located in the severely tortuous and moderately calcified left main artery. Following pre-dilatation with a balloon catheter, a 4.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were damaged upon crossing the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 36mmx4.0mm target lesion was located in the severely tortuous and moderately calcified left main artery. Following pre-dilatation with a balloon catheter, a 4.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were damaged upon crossing the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.